Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range (oor) pacing lead impedance (pli) via the patient remote monitoring. The field representative tested all configurations and got greater than 2000 ohms of lv lead impedance. Further, the field representative tested threshold, testing in multiple configurations and non-capture in all vectors tested. The patient did not tolerate threshold testing well, so might have missed a vector for threshold testing. Additional information was received that a fluoroscopy was performed and found out that the lv lead was pulled out. The non-functional lv lead was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.